Event description:
It was reported that externalized conductors were noted via x-ray above the coil, approximately on the tricuspid valve level. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.